Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient was experiencing ineffective stimulation due to high impedances on their lead. Surgical intervention was undertaken, and the lead was explanted.

Manufacturer narrative:
The reported event was confirmed for high impedance. Microscopic inspection identified a kink/fracture on the octrode lead body with all internal wires broken and would cause the high impedance. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.